Event description:
During a procedure, the cardiac pacing wires were coming out at the "crimped" connection between the wire and the straight needle. Incident occurred on three (3) different wires and the procedure was stopped due to continuous breaking of wires.